Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pressure disc issue- 07/19/2019 06:16:56 lauryne wasan (lwasan) npi abby shay / abby.shay@cchmc.org / (513) 636-3871 $354 07/19/2019 06:50:40 lauryne wasan (lwasan) please see lauryne before any repair is completed or submitted for estimate if needed 08/06/2019 07:49:46 lauryne wasan (lwasan) tech conversation confirmed. Error codes found - part being replaced 08/06/2019 08:46:45 percy mendoza (pemendoz) this device passed pm testing. 08/06/2019 12:33:28 annette a mendez (amendez) 1001901770920004522900102839929089.